Manufacturer narrative:
Investigation identified superficial damage to the workstation housing, including contamination to the device, which contributed to the reported error.

Event description:
User reported that the screen froze frequently, rendering the device inoperable. There was no patient harm; however, this event is considered reportable.

Event description:
User reported that the screen froze frequently, rendering the device inoperable. There was no patient harm; however, this event is considered reportable.

Manufacturer narrative:
Investigation is pending the return of the device.